Manufacturer narrative:
Trackwise ID #(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply (B)(4) power is going in and out. Warranty expired feb/27/2014. Purchased (B)(6) 2013, order # (B)(4), po# (B)(4). The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply (B)(6) power is going in and out. Warranty expired feb/27/14 purchased (B)(6) 2013, order # 2601940863, po# 188809. The hospital did not report any patient effects. Further information was received on 04-aug-2020 ,indicating there was no alleged malfunction to the generator (power supply). Therefore, this is not a complaint and no device evaluation is necessary.

Manufacturer narrative:
Trackwise ID#: (B)(4). Further information was received on 04-aug-2020 ,indicating there was no alleged malfunction to the generator (power supply). Therefore, this is not a complaint and no device evaluation is necessary. Updated sections: g-4, g-7, h-2, h-6, h-10. Corrected sections: b-1 corrected from product problem to blank. D-1, d-2, d-2b, d-4. D-5, d-8 to blank. H-6: device codes: corrected from "electrical issue 1198" to blank. H-6 evaluation method codes: corrected "historical data analysis 4109" & "trend analysis 4110" to blank.